Event description:
It was reported catheter fracture during placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter fracture during placement is inconclusive due to the state of the returned sample. One video and two photographs of a groshong catheter were returned for evaluation. An initial visual observation of the returned video showed someone pulling a groshong catheter apart into pieces. The person was observed to rip the catheter four times in the video. An observation of the first returned photograph showed a groshong catheter kit tray. No use residues were observed along the opened kit tray. No damage was observed along the groshong catheter in the first returned photograph. An observation of the second returned photograph showed a 4.5 fr microintroducer and a groshong catheter and its inlaid stylet inside a plastic bag. Use residues were observed along the products in the second returned photograph. No obvious damage was observed along the groshong catheter in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.